Manufacturer narrative:
On (B)(6)2019, (via FDA (B)(4) mentor became aware that the correct date of implantation for the suspect medical devices was (B)(6)2007. Mentor also became aware of additional symptoms that the patient experienced: memory loss, anxiety, depression, sleep apnea, insomnia, fatigue, hair loss, vision loss, ruined mental, physical and autoimmune system. The patient also stated that they felt like they are going to die in their sleep. In addition, the patient said that they have been in and out of emergency rooms, and has seen several doctors, specialist and pain management. On (B)(6)2020, a manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 600cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including neck pain, plantar fanchitis, pins and needle feeling in feet, pins and needle feeling in ribs, pins and needle feeling in back ribs, pins and needle feeling in elbows, pins and needle feeling in arms, difficulty breathing, skin rash, dizziness, headaches, migraines, ears ring, sensitive to light, very bad burning feeling in back, bad burning feeling in lungs, feels like something is moving in chest and ribs, burning feeling in chest, burning feeling in ribs, hospitalized a few times, pain (body). Patient also reported that both implants have gotten smaller over time and that they can feel them going into their armpits and side. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.